Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: done pre/op check for flow sensor. It shown failure also checked auto zero test and expiratory valve test,both are not passed. No patient involvement.

Event description:
The following was reported to hamilton medical ag: done pre/op check for flow sensor. It shown failure also checked auto zero test and expiratory valve test, both are not passed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.